Event description:
This is a report of a leak in the patient line of a patient's cassette. The leak was observed by the patient while performing peritoneal dialysis (pd) therapy (details not provided). Therapy was discontinued and the patient was advised to notify their nurse of the event. There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.